Event description:
It was reported that the patient heard tones emitting from the cardiac resynchronization therapy defibrillator (crt-d). Review of the device data indicated the tones were due to shock impedance of 129 ohms. Technical services recommended increasing the upper shock impedance alert limit to 150 ohms. The crt-d and right ventricular lead remain in service and no adverse patient effects were reported.